Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced the high and low blood glucose. The customer's blood glucose was over 300, 42 mg/dl. The customer was treated with the insulin pump and manual injection for the high blood glucose and with food for the low blood glucose. There was insulin flow block alarm. Customer was neither in emergency room, nor admitted into hospital as a result of high and low blood glucose. Customer has been using insulin pump system within 48 hours of reported low and high blood glucose event. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer was unsure if auto mode was automatically delivering insulin at the time of low blood glucose event. The troubleshooting was performed for the high and low blood glucose. The product will not be returned for analysis.